Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to display the ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical japan evaluated the device and the device performed to specification. The reported problem was observed. The user unintentionally pushed the incorrect key, switching the lead of the device with no ECG cable connected. The user would have needed to change the view to pads to view the ECG. The device was recertified and returned to the customer. The clinical logs were not available for review as part of this investigation.